Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip device may have caused or contributed to the reported event. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As reported, per medical records & legal claim: (B)(6) 2002: the patient underwent repair of a ventral incisional hernia with implant of a "supra mesh" (sepramesh), 8 x 12 piece. (B)(6) 2003: the patient was diagnosed with an abdominal abscess with a sinus tract. The patient underwent excision of the sinus tract, drainage and debridement of subfascial abscess, removal of entire sheet of "prolene" mesh; deep closure with absorbable dexon (non bard/davol) mesh and approximation of remnants of midline fascia and scar tissue with interrupted absorbable suture.